Manufacturer narrative:
The device was received for evaluation. During functional testing, an underinfusion was not reproduced. The device was tested for flow accuracy and found the pump to over deliver. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue was not verified; however, an over delivery was verified. The cause of over delivery was determined to be the pressure plate travel. The pressure plate travel requires adjustment to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was infusing a lot longer than required. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.